Event description:
It was reported that(1) device was used during a gastrectomy. It was reported by the affiliate that the tct75 instrument does not fire. Another instrument was used to c0mplete the case. There was no consequence to the pt.